Manufacturer narrative:
The insulin pump received cracked display window corners, battery tube threads, scratched lcd window, and missing end cap sticker. The device was unable to prime during prime test due to a faulty force sensor resistor. The insulin pump was unable to perform the occlusion test due to a prime anomaly. The device passed the self test. The test ultralink meter communicates properly with the insulin pump. There was no radio frequency communication anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had physical damage. The blood glucose at the time of the incident was 345 mg/dl. She went to the doctor because the meter and insulin pump were not communicating and the doctor noticed cracks and advised them to call helpline. Troubleshooting was done and found a crack on the battery compartment. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. The device was returned for analysis.